Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he experienced high blood glucose of 487 mg/dl; customer stated the insulin pump had a low reservoir during the night. Customer reported that when he changed the battery he gets an empty reservoir alarm and a black circle on screen; this occurred two times. Customer was assisted on clearing the alarm, setting the time and date and priming. Customer also reported he received multiple error alarms. Customer was explained that the device had an unexpected restart. Customer stated the insulin pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Nothing further reported.